Event description:
Found in the process of operation that screw cannot be screwed into the steel plate of the nail hole.

Manufacturer narrative:
Method: mfg record review, photographic inspection and risk assessment. Results: the mfg file for this batch was reviewed and no deviations were noted. The implicated device was not returned, however a photo of the device was received. The device displayed signs of mechanical wear. No adverse consequences were reported as the result of this event. Conclusion: the complaint could not be fully investigated as the implicated device was not returned.